Event description:
The customer reported intermittent communication failed error messages. This error results in a system lock up, no boot, or shut down. There is no report injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The interconnect cable was evaluated and replaced. The system was tested and found to be working as intended and returned to service.